Manufacturer narrative:
.

Event description:
The MFR's rep reported that the pt presented at the clinic for a refill of his pump. Upon interrogation an attention dialogue box stated motor stall occurred and tube set alert was noted. The reporter obtained the logs and the pt had an MRI approx 5 weeks earlier; the pump was not checked post MRI. The logs indicate the stall and recovery occurred and another motor stall occurred later the same day. The pt was exposed to the MRI during this time. Upon interrogation on the day of this report, the motor stall recovered. It is unknown if the pt is receiving efficacy. No volume discrepancy was noted during this refill. Based on the drug concentration of 45mg/ml and the daily dose of 17mg/day, 17.347 ml would have remained in the reservoir if the pump was stalled. No pt symptoms were reported; the pt "is doing fine".